Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v793128, implanted: (B)(6) 2014, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the lead wires broke for all three of her implanted systems. It was noted that the leads were placed in her neck and that the surgeries combined together have screwed up her neck. The consumer had some adjustments with the implant but the system quit working due to a lead breakage. Therapy was not effective since implant. It was noted that there were no reported falls or trauma related to this issue. Reprogramming was done multiple times for a few months after implant. The lead broke during use in 2014. The consumer's indications for use was noted to be cervical/neck, and spinal pain. See regulatory report # 3004209178-2012-07286 for the report of the lead breaking with the patient's first system and regulatory report # 3004209178-2015-21855 for the report of the lead breaking with the patient's second system.